Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4)

Event description:
A technician reported that four months following lasik surgery, the patient presented with transient light sensitivity, dryness, glare and halos at night, in both eyes. Per the technician, the patient did not report any issues at the two week postoperative visit. The topical steroid eye drops were increased to treat the event. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: a review of the logfiles showed that all treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. The system history showed that the laser was successfully verified prior to, and after the date of treatment. No technical root cause was identified as the system was operating within specifications. (B)(4).